Event description:
On (B)(6) 2016 a (B)(6) man underwent a bankart repair of the left shoulder. The surgeon experienced some resistance when inserting an arthrex fibertak suture anchor, apparently breaking the tip of the inserter. The inserter tip becomes considerably narrowed and frail, it appears that the instrument broke at this junction. The broken tip was not noticed during the initial surgery. On (B)(6) 2015 a radiopaque density was identified on a radiograph as a retained foreign body. On (B)(6) 2016 the foreign body was removed arthroscopically with no complications under general anesthesia.